Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. Review of the device logs verified the customer reported issue of an increased intra-peritoneal volume (iipv) as a high drain volume error 104 (night drain #4) which was found in the alarm log only; both the therapy log and event log were over-written. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A check of the pneumatic system found the pneumatic system working to specifications. A short simulated therapy was performed and passed successfully without any delays or alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the reported issue was verified but the cause could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain four of four of peritoneal dialysis therapy. It was determined that the patient¿s drain volume was 5104ml and the current ultrafiltration was 2358ml with a fill volume of 3000ml. The technical service representative assisted the patient in resuming therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.